Manufacturer narrative:
Manufacturer's investigation conclusion: the report of static electricity and a driveline disconnect could not be confirmed through the submitted log files. The submitted system controller event log file contained data on 07apr2021. The reported electrostatic discharge (esd) event and driveline disconnect could not be confirmed as the data in the log file had been overwritten by newer data. It was also noted that the file contained multiple pulsatility index (pi) events. The corresponding periodic log file contained data from 27mar2021 through 07apr2021; however, it did not capture any esd events. The submitted log files appeared to show that the pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), (B)(6). The heartmate 3 lvas instructions for use (IFU) explains that strong static discharges should be avoided. The heartmate 3 lvas patient handbook warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This handbook also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the safety testing and classification tables of both of these documents. The IFU states that there are no audible alarms with a pulsatility index (pi) event and explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. Lastly, both documents explain all system alarms and the recommended actions associated with them. The relevant sections of the device history records for mlp-025420 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 4 also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The heartmate 3 lvas patient handbook is also available. Section 1 (under "general warnings") warns the user not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. This section also instructs that the device should be connected to battery power before performing activities that can generate static electricity. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Additionally, the testing & classification tables in section 9 of this document include electrostatic discharge. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of static electricity and a driveline disconnect could not be confirmed through the submitted log files. Additionally, an analysis of the submitted photograph confirmed a kink to the pump cable. A specific cause for the kink could not be conclusively determined. The submitted system controller event log file contained data on 07apr2021. The reported electrostatic discharge (esd) event and driveline disconnect could not be confirmed as the data in the log file had been overwritten by newer data. It was also noted that the file contained multiple pulsatility index (pi) events. The corresponding periodic log file contained data from 27mar2021 through 07apr2021; however, it did not capture any esd events. The submitted log files appeared to show that the pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 4 also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ contain information on caring for the driveline. The IFU states that the user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The heartmate 3 lvas patient handbook is also available. Section 1 (under "general warnings") warns the user not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. This section also instructs that the device should be connected to battery power before performing activities that can generate static electricity. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 4 ¿caring for the driveline states that the user should not ¿twist, kink, or sharply bend the driveline.¿ the patient handbook also states that the user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Additionally, the testing & classification tables in section 9 of this document include electrostatic discharge. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a kink in their driveline approximately 5 inches distal to the driveline exit site that was first noticed 1 month after discharge from the patient's implant stay.

Manufacturer narrative:
The patient's weight has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic and indicated that they were shocked by static electricity on (B)(6) 2021 and noted an alarm associated with the event. Upon review of the last six alarms a driveline disconnect was noted along with multiple low voltage advisories/hazards. The log file review did not contain data from (B)(6) 2021 due to it being overwritten by newer incoming data of pulsatility index (pi) events. If the patient denied disconnecting the driveline, the driveline disconnect was most likely due to electrostatic discharge (esd). It was not confirmed that the driveline disconnects were related to esd, but log files suggested it might be true. The cause of the low voltage advisories were not identified. The alarms resolved spontaneously. The patient was stable and asymptomatic.